Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well and using their device. Additional information regarding treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient is doing well and using their device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced vertigo following implant surgery. The recipient was prescribed prednisone.

Manufacturer narrative:
Correction: section h.6. The recipient reportedly attended physical therapy; however, the recipient is still experiencing vertigo. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.